Event description:
Revision surgery - the patient experienced instability and dislocation. The surgeon revised to use a larger diameter head and liner to provide increased stability. The problem was not implant related, the patient's soft tissues were the problem.